Event description:
It was reported that during a angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous iliac artery. A 7.0 x 40, 75cm mustang balloon catheter ruptured during an unknown inflation at 14 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good.

Event description:
It was reported that during a angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous iliac artery. A 7.0 x 40, 75cm mustang balloon catheter ruptured during an unknown inflation at 14 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found a longitudinal tear in the balloon material. The tear stretched along the main body of the balloon and measured 4.7cm in length. No issues were noted with the markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).